Event description:
It was reported that the patient presented for remote follow-up with noise exhibited by the right ventricular lead. Further elevation found that noise was nonreproducible. However, lead fracture was suspected. Programming interventions were made. The patient was asymptomatic.